Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general") and kidney infection ("kidney and urinary tract infections") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included (B)(6). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation, pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/, dysmenorrhea (cramping)"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain/lower abdomen on right and left sides"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), cystitis ("multiple bladder infections"), urinary tract infection ("kidney and urinary tract infections"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal distension ("bloating"), arthralgia ("joint pain"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety ") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics, surgery - hysterectomy (partial), and surgery (ablation). At the time of the report the fallopian tube perforation, pelvic pain, abdominal pain, back pain, arthralgia, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, abdominal distension, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, kidney infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: reason for removal: need to see a specialist due to complications identified during hysterectomy ¿ fallopian tubes attached to bowel and intestine. Lt trailing coils 5. Rt trailing coils 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Essure confirmation test results total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: bleeding genital, bladder problem, bloating, joint pain, weight gain, depression, anxiety, fallopian tube perforation, vaginal infection. Lot number 628191 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and kidney infection ("kidney and urinary tract infections") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and back injury. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/, dysmenorrhea (cramping)"), cystitis ("multiple bladder infections"), urinary tract infection ("kidney and urinary tract infections"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/lower abdomen on right and left sides/excessive cramping"), back pain ("back pain"), arthralgia ("joint pain") and pelvic adhesions ("during hysterectomy-fallopian tubes attached to bowel and intestine"). The patient was treated with antibiotics, gabapentin and surgery (ablation and hysterectomy (partial)). At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain lower, back pain, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, abdominal distension, arthralgia, weight increased, depression, anxiety and vaginal infection had not resolved and the vaginal haemorrhage, pelvic adhesions and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, kidney infection, menorrhagia, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: reason for removal: need to see a specialist due to complications identified during hysterectomy ¿ fallopian tubes attached to bowel and intestine. Lt trailing coils 5. Rt trailing coils 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new event abnormal bleeding (menorrhagia) were added, medical history and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general") and kidney infection ("kidney and urinary tract infections") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/, dysmenorrhea (cramping)"), cystitis ("multiple bladdder infections"), urinary tract infection ("kidney and urinary tract infections"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal distension ("bloating"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/lower abdomen on right and left sides/excessive cramping"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), arthralgia ("joint pain") and adhesion ("during hysterectomy-fallopian tubes attached to bowel and intestine"). The patient was treated with antibiotics, surgery (hysterectomy (partial)), surgery (hysterectomy (partial)) and surgery (ablation). At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain lower, back pain, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, abdominal distension, arthralgia, weight increased, depression, anxiety and vaginal infection had not resolved and the vaginal haemorrhage and adhesion outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adhesion, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, kidney infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: reason for removal: need to see a specialist due to complications identified during hysterectomy ¿ fallopian tubes attached to bowel and intestine. Lt trailing coils 5. Rt trailing coils 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. In 2009 : essure confirmation test results total bilateral occlusion most recent follow-up information incorporated above includes: on 11-jul-2018: all event outcome updated to "not recovered / not resolved" event "during hysterectomy-fallopian tubes attached to bowel and intestine" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general") and kidney infection ("kidney and urinary tract infections") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6)2009, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/, dysmenorrhea (cramping)"), cystitis ("multiple bladdder infections"), urinary tract infection ("kidney and urinary tract infections"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal distension ("bloating"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/lower abdomen on right and left sides/excessive cramping"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), arthralgia ("joint pain") and pelvic adhesions ("during hysterectomy-fallopian tubes attached to bowel and intestine"). The patient was treated with antibiotics, surgery (hysterectomy (partial)), surgery (hysterectomy (partial)) and surgery (ablation). At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain lower, back pain, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, abdominal distension, arthralgia, weight increased, depression, anxiety and vaginal infection had not resolved and the vaginal haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, kidney infection, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: reason for removal: need to see a specialist due to complications identified during hysterectomy ¿ fallopian tubes attached to bowel and intestine. Lt trailing coils 5. Rt trailing coils 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. In 2009 : essure confirmation test results total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.